Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 13-jan-2026. Investigation summary: bd received 50 customer returned samples for investigation. The 50 customer samples along with 50 retention samples were visually inspected with acceptable results. In addition, 29 randomly selected customer returned samples were evaluated by functional testing and no loose stoppers were identified. No issues were observed relating to stopper function as samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper function. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd microtainer® pst¿ tubes with lh (lithium heparin), the caps of an unspecified number of tubes fell off while in the pneumatic tube system resulting in sample recollection. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd microtainer® pst¿ tubes with lh (lithium heparin), the caps of an unspecified number of tubes fell off while in the pneumatic tube system resulting in sample recollection. No adverse impact was reported regarding the patient or user.